Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and reservoir compartment was missing. The customer¿s blood glucose level was unknown. During troubleshooting, the customer indicated that the reservoir was able to lock in place but loose. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.